Event description:
The user facility in japan reported that after a procedure was complete, the team tried to disconnect the connection cable and turn off the automated impella controller (aic) power, but the aic had to be shut down instead. When the aic was restarted to try to troubleshoot, an alarm stating "controller error" appeared. The aic was to be returned for evaluation and/or repair.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.